Event description:
Prismaflex in service at approximately 0725; machine screen went blank, unable to make changes. Company notified, attempted to reboot; unsuccessful, blood manually returned to patient.